Event description:
It was reported that the zip skin closure device would not adhere to the wound as expected. The device was removed and replaced with a new one. No additional medical intervention was reported.